Manufacturer narrative:
Evaluation summary: complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported an intraocular lens (iol) with a scratch. There was contact with the patient as the lens was removed during the initial procedure however no reported patient impact. Additional information was requested.

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.10. The lens was returned in a small plastic bag. Solution is dried on the lens. The optic is cut in half, typical of insertion and removal. Both cut portions of optic have multiple scratches and split/cracks. All product and batch history records are quality reviewed prior to product release. Qualified associated products were indicated. The reported scratch was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met approved release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).